Event description:
Catheter was placed in 2002 and started leaking externally two days later. The nurse pulled back on the hub to try and repair the PICC, but instead pulled the hub portion of the catheter off and the rest embolized. Patient was transferred to another facility to remove embolized piece in radiology.